Event description:
The annotations found on an image with non square pixels are slightly moved if the first operation applied to that image after applying a customer display protocol is adjust window/level.

Manufacturer narrative:
Mckesson medical imaging company engineering examination revealed a situation on horizon medical imaging 11.0.x software on which the ip library has a refresh error causing annotation(s) moving in the viewport. This error occurs on an image that has non square pixels and annotation(s), and the first operation applied to that image after applying a custom display protocol is adjust window/level. The mckesson affected products are horizon rad station advanced or horizon rad station distributed versions 11.0.3 through 11.0.8 that is part of horizon medical imaging 11.0.3 through 11.0.8 workstations. Software updates for horizon medical imaging 11.0.x workstations that eliminate the reported problem were released in 2008. Since this release date, all the clinical sites with the above listed programs have been in process of being updated with the above listed program updates.